Event description:
It was reported the patient was experiencing uncomfortable stimulation when in the car. X-rays showed that the left most lead had migrated laterally. As a result, surgical intervention took place on 29aug2024 where it was reported that both leads migrated. Doctor decided to reposition leads to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.